Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The fse contacted the nurse to follow up. The surgical team elected to swap patient side carts from system sk2917. The procedure was done using the psc from sk2917 on system sk0616. The fse walked the nurse through performing a hard power cycle on the psc. The nurse then booted the system up in normal mode. The psc performed self-checks successfully and system returned "davinci is ready" without any universal surgical manipulator (usm) faults. Usm 1 did not fault while the nurse was manipulating it through a standard range-of-motion. The fse also reviewed the logs and confirmed error 23138 in a previous case. There was only one instance of error 23138 in the past six months. The nurse power cycled the system with psc from sk06167 three more times and the fault did not recur. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the customer contacted the intuitive surgical, inc. (Isi) technical service engineer (tse) and reported a fault on universal surgical manipulator (usm) 1. The tse was unable to review logs due to system not being connected to onsite network at the time of call. The caller stated that the site encountered error 23138 and 23087. The tse informed caller that they could continue to recover the fault, disable the arm if not needed, or reboot the system. Site stated that they already rebooted the system and the fault continues. Isi field service engineer (fse) was dispatched to site to troubleshoot. There was no patient harm. Intuitive followed up and obtained additional information. The procedure was a "robotic redo ultra low anterior resection, splenic flexure mobilization, colostomy reversal, loop ileostomy, proctoscopy." The surgery was on (B)(6) 2024 at 11:50 am. System functionality was checked upon powering on the system. The system initially powered on without errors. The dvstat was contacted for troubleshooting. They contacted dvstat but issue with robot didn't resolve so the team moved the patient cart out and switched it. The dvstat was contacted, but the robot was replaced with one not having issues (patient cart) and dvstat was called again where they had us turn on and off a bunch to re-trigger it, but it didn't have any more issues. Procedure was completed robotically with no extra ports needed. Procedure was completed with all 4 arms on the new patient cart (robot) we brought into the room.

Manufacturer narrative:
The probable root cause is attributed to a communication issue with hall signal from universal surgical manipulator (usm) 1.

Event description:
Refer to h11 for follow-up information.